Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type catheter; other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 0.48 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was "twiddling" the pump and this caused the catheter to sever. The catheter was revised and the pump was moved to the patient's back. The hcp was able to aspirate the catheter after revising. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-nov-07. It was reported that the pump had been flipped multiple times. The catheter was severed in half, closer to the pump. The spinal segment was intact and in the intrathecal space. The patient's weight was provided. No further complications were reported.